Event description:
It was reported that noise was noted on the right atrial (ra) and right ventricular (rv) leads. It was suspected that the noise could be related to the pacemaker's (pm) header. Programming changes were performed. There were no patient consequences.